Manufacturer narrative:
Integra lifesciences engineers provided the root cause for the reported failure, the cooling water alert and the reduction of the cooling water level was related to the cooling pump head. Water was leaking from the cooling pump head causing the reduction in the level of the cooling water and subsequently causing the cooling water alert. The pump tubing was replaced. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The marketing unit (B)(4) functioned fine at first but, suddenly started making a noise. He noise got louder and there was a cooling water alert. The cooling water level had gone down significantly, and there was cooling water leaking on the floor underneath the system. The machine was turned off unplugged and returned for an eval. There was no pt contact, injury or delay in a procedure; however, it has been determined that because the risk analysis review. "The failure mode," cooling water alert will cause the console to shut down until the failure is rectified. This causes a delay in the procedure until the alarm cause is corrected. As per cusa excel process fmea, the severity of risk is serious - has the potential to cause the pt to have injury or impairment which will require surgical intervention." As a result of this statement, it was decided to submit this report to FDA as a medical device report.